Event description:
It was reported that patient presented to the emergency room after receiving an inappropriate shock. The patient had just used a chainsaw and was bent over using a screwdriver to clean wood chips out of the saw when the shock occurred. Patient was asymptomatic and no electrical anomalies were reported. No programming changes were made. Patient has a left ventricular assist device. No further information was provided.